Manufacturer narrative:
Concomitant medical devices: u128, crt-p, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was explanted and replaced due to infection. No further patient complications have been reported as a result of this event.